Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mako straight impactor. The straight impactor handle broke during impaction of the acetabular cup. It was used for a tha.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. The event reported that a trident straight cup impactor broke during impaction. Visual inspection show that proximal end of the shaft sheared off. See attached figures. Review of device history records indicate 97 devices were accepted into final stock on (B)(6) 2016 with no reported discrepancies. Review of complaints for p/n 209820, l/n 32881 within the trackwise database show no other related complaints. The failure was confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Mako straight impactor. The straight impactor handle broke during impaction of the acetabular cup. It was used for a tha.